Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was/was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event is caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the reusable endoscope sheath, tip beak was damaged. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the h11 of the previously submitted report ref no. 9610773-2026-03156-00. The device was returned to olympus for inspection, and the reported failure was confirmed.

Event description:
No new additional information received from the customer.